Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end break was the plastic cover was cracked due to physical stress by hitting or dropping the distal end, chemical stress from chemical agent use. Strands of the k-wire were snapped and frayed due to fatigue breakdown from repeated operation of the forceps elevator, then the k-wire became raised resulting from repeated reprocessing around the forceps elevator or attachment/detachment of distal cover. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of their evis lucera duodenovideoscope in an unknown diagnostic procedure, it was discovered that the forceps elevator wire was broken. The procedure was completed with no delay using a similar device. Upon inspection and testing of the returned unit, the plastic distal end cover was noted to be broken/physically damaged. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the plastic distal end cover was noted to be broken/physically damaged. The customer's originally reported issue of broken forceps elevator wire was confirmed; the wire was noted to be severed. The following additional findings were also noted: worn angle wire, liquid leaks, various physical deformations, cracks, blemishes, wrinkles, and corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.